Event description:
Patient called to let us know that she is having issues putting the pen needles straight on her insulin pen. She stated with the last injection the pen needle broke off in her stomach.